Event description:
It was reported that the pacing lead impedance on the atrial lead was low and out range. The atrial lead was capped (B)(6) 2021 and replaced during a procedure for a routine generator change. The patient was well before, during and after the procedure and experienced no adverse consequences.